Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, restenosis occurred. At the time of the index procedure, cardiac catheterization revealed a 34.4% stenosed, eccentric, 7mm long, de novo type "b2" lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.35mm, minimum lumen diameter of 2.2mm and timi-3 flow. The lesion was predilated with a 4.0x8mm balloon at 12atm. The 3.5x8mm taxus liberte stent was deployed at 15atm in the target lesion. The stent was post dilated with the previously used 4.0x8mm balloon at 20atm. Intravascular ultrasound confirmed the stent was expanded well. The final result was 11.7% residual stenosis, timi-3 flow, target vessel diameter of 3.54mm and minimum lumen diameter of 3.13mm. The patient was discharged 13 days later with no anginal symptoms. (B)(6) 2010: the patient presented with angina. A myocardial scintigraphy test found the patient had ischemic symptoms. Cardiac catheterization revealed in stent restenosis of the proximal rca. Core lab analysis of the lesion found that it was 31.6% stenosed, 4.9mm long with a reference vessel diameter of 2.58mm and minimum lumen diameter of 1.77mm and timi-3 flow. (B)(6) 2010, the restenosis was treated with a cutting balloon. Core lab analysis of the results found that there was 12.5% residual stenosis, timi-3 flow, target vessel diameter of 4.42mm and minimum lumen diameter of 3.87mm. The patient outcome was reported to be improved and the patient was discharged 2 days later. A follow up visit performed later that month found that the patient did not have any anginal symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure the lesion had a reference vessel diameter of 3.50mm and a length of 5.0mm corrected from 3.35 x 7mm. The patient was discharged on aspirin and ticlopidine. In (B)(6) 2009, the same day as the index procedure, "sick sinus syndrome" was confirmed. A pacemaker was implanted four days later. In (B)(6) 2010 silent ischemia was confirmed. Percutaneous coronary intervention was performed in (B)(6) 2010. In (B)(6) 2010 the lesion being treated had a reference vessel diameter of 3.50mm and 10.0mm in length corrected from vessel diameter of 4.42mm.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).